Event description:
A malfunction alarm identified as malf 1 was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the customer that the backup therapy will use multiple daily injections (mdi) until the new pump, which includes updated software, is received. The customer was instructed on putting the old pump into storage mode and was provided with a return box and pre-paid label for returning the faulty pump.